Manufacturer narrative:
Article citation: larrimore, c., jaghab, a., a rare case of breast implant-associated diffuse large b-cell lymphoma. Hindawi. 2019; 1-5. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Through journal article ¿a rare case of breast implant-associated diffuse large b-cell lymphoma,¿ healthcare professional reported "biopsy were positive for diffuse large b-cell lymphoma (dlbcl)," "a small nodular mass," "hamartoma," and pain; these events have been deemed not related to the device. Further reported was "the presence of a calcified capsule surrounding each non-textured implant was noted," "it was unclear if the nontextured implants had ruptured prior to surgery or if there was a rupture during the procedure." This record represents the right side. The device has been explanted. The manufacturer of the device is unknown.